Manufacturer narrative:
Additional information: b5. B5: upon follow-up, it was reported that on an unknown date, the patient was treated with injection fluconazole (10mg/ once a day/ intraperitoneal/ discontinued) for fungal peritonitis. On an unknown date the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy pd effluent. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with unspecified antibiotics treatment. Thirteen days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis. Pd therapy is ongoing. No additional information was available.